Event description:
It is reported that the patient is experiencing a clunking sensation with movement of her hip.

Manufacturer narrative:
Evaluation summary: x-rays were provided which show an acetabular shell which appears to have been implanted at a much higher inclination angle than recommended in the surgical technique. The surgeon states that the soft tissues issues are likely contributing to the patient's discomfort, and also observes that the acetabular shell was placed fairly vertical in relation to the patient' s pelvis. Primary operative notes state that intraoperative x-ray showed a shell that was unacceptably abducted, so it was removed and replaced in a slightly more anteverted and less abducted position. The patient's tissues were stated to be tight. It is likely that the patient's experience was contributed to by the position of the acetabular shell as well as the soft tissue issues. Cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.